Manufacturer narrative:
Additional information was received on september 28, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event summary: patient underwent revision due to unknown reasons. Review of received data - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis visual examination following components have been returned for investigation: durom cup and ldh head and head adapter. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone ongrowth on the anchoring side. The head taper surface is inconspicuous. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 60/54 t on the left side on (B)(6) 2007. The patient was revised on(B)(6) 2012 due to unknown reasons.